Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported possible infection was observed on the pacemaker system during a device check-up. The patient was already seen earlier in the week after experiencing a hematoma and open incision. The system was successfully explanted and replaced with a new system on her right side. A culture was taken when the device was explanted. The patient was very stable and went home the day after the new implant.